Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited no low voltage output due to electrocautery. The pacemaker was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of pacing problem were not confirmed. Device was in normal range of operation on receipt. Device image analysis indicated average monthly voltage and current trends were normal. Visual analysis was performed and no anomaly was noted. Telemetry, output and pacing function tests were performed and no anomalies were noted. Longevity assessment was performed, and device had appropriate longevity remaining.